Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received prime anomaly and motor drive anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had diminished battery life lasting only several days and squirts insulin while priming and motor issues took over 15 units of insulin to prime. The insulin pump will not be returned for analysis.